Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('spots') and tonsillectomy ('tonsillectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), infection ("what kind of infection your having"), dysmenorrhoea ("period pain"), menstrual disorder ("clots"), headache ("headaches"), back pain ("backaches") and alopecia ("hair loss"), underwent tonsillectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("flecks of calcification inside womb"). The patient was treated with surgery (she had tubal surgery to remove the essure, improper tubes removed). Essure was removed. At the time of the report, the vaginal haemorrhage, tonsillectomy, infection, dysmenorrhoea, menstrual disorder, headache, back pain, alopecia and uterine leiomyoma outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, headache, infection, menstrual disorder, tonsillectomy, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: there's flecks of calcification inside my womb (sic). They have said hysterectomy won't help. ¿concerning the injuries reported in this case, the following one was described in patients social media record: vaginal haemorrhage, tonsillectomy, infection, dysmenorrhoea, menstrual disorder, headache, back pain, alopecia and uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record received. Reporter added. Event "tonsillectomy" added. On 12-nov-2019: social media received: reporter was added. On 2-dec-2019: social media record received. Events" period pain, clots, headaches, backache, hair loss, spots, flecks of calcification inside womb" were added. On 2-dec-2019: social media record received. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('what type of removal did you have') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("what kind of infection your having"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal and infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('what type of removal did you have') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("what kind of infection your having"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal and infection". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.